Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the torflex transseptal guiding sheath used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the torflex transseptal guiding sheaths were among the devices used during the procedure.

Event description:
During an ablation procedure, two torflex transseptal guiding sheaths were used among several other devices, including a pentarray catheter. During the ablation, while the torflex transseptal guiding sheaths were still in the patient, a blood clot was observed on the pentarray catheter. The blood clot was contained by applying negative pressure to the sheath while retracting the catheter into the sheath. The case was eventually cancelled due to concerns that the dose of heparin administered was not effective. There is no evidence to suggest that the torflex transseptal guiding sheaths used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the torflex transseptal guiding sheaths were among the devices used during the procedure. Separate MDR reports have been submitted for each torflex transseptal guiding sheath device used in the procedure. The additional report is submitted under MFR report #: 9710452-2017-00007.